Manufacturer narrative:
Concomitant medical products: 4524-4 lead, implanted on (B)(6) 1999; 4194-78 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to syncope/near syncope. Information received on the remote transmission was reviewed by qualified personnel. The transmission report indicated a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). There was also rv oversensing with prolonged pauses. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.